Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (b)($) 2013 with the following findings: during testing, the pump was unable to power on and visible moisture was behind the display lens. The pump failed an in house leak test due to a crack between the case seal and the upper right hand corner of the displays lens. The pump cover was removed and there was evidence of internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump stopped working after swimming with the pump. The patient indicated that there were bubbles behind the display screen but confirmed that there was no damage to the pump. This report is made based on the allegation of the pump power issue.